Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The emergency stop switch was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported would not make an exposure, rendering the system unusable. There is no report of death or serious injury associated with the event.